Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The pump was received with cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window and unit received missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was cracked at the casing around the screen. The customer's blood glucose level was unknown. The customer's levels had been high in the 200mg/dl to 400mg/dl range. The customer had been treated with pump bolus. Troubleshoot as conducted. The customer was advised the pump would be replaced and returned for analysis. The customer declined to troubleshoot for the highs.